Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient suddenly stopped feeling stimulation. It was not related to positional movement. The rep reported that the patient was using stimulation with his active group at 2.4ma. The rep reported that when the patient stopped feeling stimulation with the active group, he attempted to use other groups without success. The rep was with the patient and they ran impedances and all values with reference 0 were between 420 and 530 ohms. The rep activated all electrodes and increased intensity to 40ma. The rep didn¿t have historical impedances. The rep was to follow up with the implanting or managing healthcare provider (hcp) to try and to get a report and would discuss with the hcp for x-rays. No further complications were reported.

Manufacturer narrative:
Product ID; 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was unknown. It was reported that an x-ray was done an confirmed paddle partially pulled away from spine. Issue not yet resolved as surgery is scheduled to straighten paddle and re-secure it. Surgery date is (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was still not getting stimulation. It was confirmed that x-rays were done, but the results were unknown.